Event description:
It was reported that after an ion transbronchial lung biopsy procedure a patient experienced a pneumothorax. The biopsied lung nodule was 11 mm in size and located in the distal lingula, next to the heart. Per the physician, the ion system did not exhibit any issues or unexpected occurrences. A fluoroscopy check immediately post-procedure was unremarkable but a chest x-ray done a few minutes later showed a moderate sized pneumothorax. The patient did not have any symptoms by the time the pneumothorax was discovered. A chest tube was placed and the patient was admitted for 2 days until the chest tube was removed. The physician believed the pneumothorax occurred because the lung nodule was in a difficult position in the distal lingual, next to the heart and there was significant mobility of the nodule associated to the heart movement. The physician reported that a different biopsy modality would have potentially had the same outcome. The diagnosis was adenocarcinoma. The patient was discharged home and has done well.

Manufacturer narrative:
A review of the site's system logs revealed no observed events that would suggest a product issue, and logged events were in line with normal system functionality.